Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff noticed that a cable on the pk dissecting forceps instrument broke and fragments fell into the patient. The broken fragments were retrieved. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found a frayed pitch cable at the distal clevis hub. No damage was found at the clevis. Frayed cable segments were found sticking out at the instrument's wrist. Engineering evaluation also found deep scratches on the instrument's main tube. The distal end of the instrument's main tube had a few scratch marks exhibiting light material removal and rough surface finish. Engineering evaluation concluded that the main tube damage was likely due to mishandling. The other cables of the instrument's wrist did not exhibit any damage. The instrument passed electrical continuity testing. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Intuitive surgical has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report.